Event description:
The complainant states that the bed has no head down function and the head section is in the raised position.

Manufacturer narrative:
The accounts maintenance found a relay in the control box was loose due to a bad solder joint. The account soldered the relay to repair the bed.